Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, an icp express would not reach the proper reading after being zeroed. After being zeroed, the monitor would not climb to 20. The highest the monitor would reach is 6, and would climb very slowly. Another was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned and evaluated. The customer's reported issue could not be confirmed. The unit appeared to have been opened by the customer (damaged internal frame and battery not connected) and would not turn on. Damaged digital and analog boards, and damaged internal frame were all replaced. The unit was retested and passed all tests. A review of manufacturing records from the supplier was performed and it was found that the device conformed to specification when released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.